Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported a false elevated architect magnesium result. The initial sample generated a result of 6.1 mg/dl. A new sample was collected and generated a result of 2.2 mg/dl. The initial sample was retested and generated a result of 2.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect (B)(4) and determined the bellows set, including rod & fitting required replacement because the bellows was noted to be cracked. Replacement of the bellows set resolved the issue and was identified as the likely cause. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The erratic result rates were reviewed and are within acceptable limits with no trends identified. Historical data for the bellows set was reviewed and no adverse trend, systemic issues, or nonconformances were identified. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from clinical chemistry magnesium, list number 07d70-21, abbott manufacturing inc. To architect c4000 analyzer, list number 02p24-40, abbott manufacturing inc. Subsequently the following suspect medical device have been corrected: brand name: architect c4000 analyzer; common device name: automated chemistry analyzer; product code: jje; concomitant medical products and therapy dates: architect magnesium, list 07d70-21, lot 78493un18.